Event description:
It was reported that the customer's pump quick bolus and wake button was difficult to press and often required multiple attempts to turn on the pump screen. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.